Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient underwent a stenting procedure for treatment of a target lesion in the left anterior descending artery. The 3.0 x 23 mm xience xpedition stent delivery was advanced to the target lesion, without resistance. The balloon was inflated; however, the balloon was not seen inflating on angiogram. Pressure was pulled negative and blood was returned. The xience xpedition delivery system was removed from the patient anatomy, without resistance; however, the shaft of the stent delivery system separated upon removal, with a segment remaining in the patient anatomy. A snare was advanced and was able to retrieve the separated segment. A non-abbott stent was then implanted. There was no clinically significant delay. No additional information was provided.

Event description:
Subsequent to the initial MDR report, additional information was received. It was reported that there was no resistance during advancement. No kinks were noted during device preparation or during the procedure. When the device was removed, a separation occurred. Part of the device remained in the guide catheter and part in the patient anatomy. A balloon dilatation catheter was advanced into the guide catheter and the balloon was inflated to trap the device and all devices were removed as a single unit. During withdrawal, no resistance was noted. Return device analysis noted that the stent was stretched. Although the physician did not note any damage to the stent, it is felt that the stent damage likely occurred during removal of the system as the system was pulled through the sheath. No additional information was noted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The inflation issue and leak could not be replicated in a testing environment due to the shaft separation. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for inflation issues, leaks, or shaft separations from this lot. Based on the reviewed information, no product deficiency was identified.